Event description:
It was reported by repair work order that there were no bed functions due to the lockouts being activated and the footboard not functioning due to a detached cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.